Event description:
It was reported that the first fiber broke within "1-1.5 minutes" of use. It was reported that a second fiber broke within "1-1.5 minutes" of use. The procedure was completed with third fiber. "No injury for pt or staff was involved" was reported. This report is for the second fiber.

Manufacturer narrative:
Reference: MFR report number 2937094-2013-00299.